Event description:
During a transfemoral tavr procedure, a 29mm sapien xt valve was positioned 50:50 within the native annulus, but landed in a 30:70 aortic/ventricular (a/v) position. Post valve deployment, tee revealed moderate paravalvular leak (pvl). The valve was post dilated with an additional 1.5cc of volume in the balloon, but the pvl did not improve. A second 29mm sapien xt valve was deployed in a 50:50 a/v position as intended and tee revealed trace pvl. The patient was transferred to pacu in stable condition. The valve malposition was attributed to the native valve being a fused/bicuspid valve.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the patient¿s native valve being a fused/bicuspid valve is a likely contributing factor for the malposition of the valve, which likely contributed to the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.